Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin irritation from the sensor on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Irritation was described as red skin with small bumps, located under the sensor tape. Affected area was treated with prescribed cortisol cream. Date of prescription is unknown. No additional event or patient information was provided.